Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the cartridge and that unknown alarms occurred. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow-up from tandem technical support regarding the issues, therefore no additional information was obtained.